Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for mechanical circulatory support. While on support, the impella was in the aorta. The uci team attempted to reposition the pump. No further information was provided. There was no reported harm or injury to the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Clinical review: (B)(6) 2025- impella cpc9 inserted. (B)(6) 2025: impella in aorta. In contact with the uci team. They tried to re position without success. Because of internal organization. Cath lab team on call couldn´t explant it during the evening so they explanted it soon in the morning. (B)(6)2025: impella explanted. Device history review device passed all post sterile inspection checks.